Event description:
On (B)(6) 2024, the patient underwent an endovascular treatment for a type b aortic dissection and rupture with an ulp using gore® tag® conformable thoracic stent graft with active control system (ctag) and a gore® dryseal flex introducer sheath (sheath). At the end of the procedure, during the access site (the left femoral artery) closure, the physician noticed the pulse of the left leg has weakened. An endarterectomy of the access vessel was performed; however, the pulse did not recover. The physician performed an angiography and confirmed a dissection at the left common iliac artery through the left external iliac artery. It was considered that the dissection had been formed during the advancement of a 24 fr sheath. A bare metal stent was placed at the dissected area, and the blood flow of the left leg was recovered. The patient tolerated procedure.

Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® dryseal flex introducer sheath instruction for use (IFU), the potential adverse events with the use of device may include but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.) W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.